Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the problem as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.